Event description:
Kimberly-clark received a report stating, ¿the balloon on the device was over inflated, possibly with medications or tube feeding. This led to a gastric outlet obstruction resulting in vomiting and aspiration .¿kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Gastric outlet obstruction is a known potential complication associated with balloon-retained feeding tubes. The current instructions for use state, ¿ do not exceed 7 ml total balloon volume inside the lv balloon. Do not use air. Do not inject contrast into the balloon.¿ information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.